Manufacturer narrative:
The reported field event of unexpected reset was confirmed by analysis. Upon receipt, the device was found to be in bvvi mode. A review of the device image could not confirm the cause of the por reset. Memory testing was performed, and no anomalies were found. The cause of the por reset remains undetermined.

Manufacturer narrative:
Correction: h6 - medical device problem code.

Event description:
Information received on (B)(6) 2024, indicates that the operator thought that the backup vvi mode was triggered due to potential defibrillator damage or quality issue.

Manufacturer narrative:
Correction: d6b.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was found in backup vvi mode. High voltage therapies were not available while the device was in backup mode. The device was unable to be restored. The device was removed and replaced on (B)(6) 2024. The patient's condition was good.